Event description:
It was reported by customer that during use of cs300 intra aortic ballon pump(iabp) treatment was interrupted due to the presence of blood in the helium line without causing harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.